Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent pelvic reconstructive surgery for recurrent vaginal prolapse and recurrent urinary incontinence on (B)(6) 2009. Surgical procedures performed were cystocele, rectocele and enterocele repair, vaginal cuff suspension, perineorrhaphy and cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat rectocele, cystocele, enterocele and stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient had mesh removal surgeries on (B)(6) 2005 and (B)(6) 2008 due to recurrent urinary tract infections, abdominal and vaginal pain, dyspareunia, and stress urinary incontinence. The patient reportedly had a vaginal prolapse repair in 2009.